Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced bladder dome puncture, pain, abdominal pain, headache, discharge, dry/sore mouth, urinary urge incontinence, nocturia, lower back symptoms/pain, frequency, blood/leukocytes/white blood cells/red blood cells/bacteria in urine, depression, malaise, elevated blood pressure, inability to control bladder, discomfort, bladder hypertonicity, groin pain, pelvic pain, urinary tract infection, diarrhea, dizziness, burning on urination, difficulty initiating urinary stream, incomplete bladder emptying, urgency, infection, dehydration, tenderness and non-surgical intervention. Manufacturer/compounder: (B)(4).